Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy, the pump of the dyonics 25 control unit had variations in calibrations, as if it was out of calibration, the procedure infiltrated the shoulder a lot of serum and the pump was turning off several times making it necessary to reset several times. The procedure was completed with the same device. No delay was reported and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. During visual evaluation, no defects were found in the equipment. During functional evaluation, it was detected that the equipment did not present flow measurements within the specification. After replacing the pressure sensors, the equipment passed all the tests. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a defective transducer or crimped inflow tubing. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. Based on this investigation, the need for corrective action is not indicated.